Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.0 x 20mm promus premier¿ stent was implanted in the distal lad. A 3.50x16mm promus premier¿ stent was then selected and implanted in the proximal lad. A balloon catheter was used for post dilation of the 3.0 x 20mm promus premier¿ stent. Upon removal of the balloon catheter, the physician noticed that the 3.50x16mm promus premier¿ stent was deformed. The physician then took a 4.0 non bsc balloon catheter and attempted to post dilate however, the balloon ruptured which introduced air causing air embolization. The patient went into bradycardia and go into defibrillation. Intravascular ultrasound was performed on the proximal stent and it was noted that the 3.50x16mm promus premier¿ stent was accordioned a little bit in the mid section of the stent not necessarily the proximal edge. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).